Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the surgeon was "trailing" the lens. The capsule bag ruptured. The surgeon placed the lens in the sulcus. A different surgeon had to suture the lens as it appeared to have rotated.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).